Event description:
It was reported to target that during the procedure, this was the 4th coil in the embolization of the left pca aneurysm. The coil deploys well in the aneurysm. The dr. Decided to pull it back and deploy it a second time, but the coil had detached from its pusher wire without any electrolysis. There have not been any signs of frictions or resistance during advancing the coil. A small part of the coil is still protruding into the left pica, but without any clinical consequences. The aneurysm is occluded, and the pt is recovering from the sah. There were no signs of infraction of the pica."